Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead had experienced a possible syncopal event. Noise was observed which was oversensed and resulted in pacing inhibition in this pacer dependent patient. An invasive procedure was performed. The device was explanted and the lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.